Manufacturer narrative:
Internal report reference number: (B)(4). Control solution was not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 21-jul-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated that she had redness in her eye but that it was there from before she had put the control solution in. Customer stated there was no change since she put the control solution in her eye. Customer stated the redness is due to shingles in her eye which she has had for about a year. Customer stated she did not contact her doctor. Note 2: manufacturer contacted customer in a follow-up call on 03-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer did not report any further medical attention.

Event description:
Consumer reported that she had put one drop of true metrix control solution in her eye; control level one, lot # 1bc1b46, manufacturer¿s expiration date is 03/31/2023. Pharmacist is calling on behalf of the customer then conference the customer on the line. At the time of the call the customer was not experiencing any symptoms as a result; customer had contacted the pharmacist who advised customer to rinse her eye with water use artificial tears. Customer stated she was going to contact her doctor.